Manufacturer narrative:
Evaluation confirmed the reported complaint. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
During evaluation by an authorized resmed third party service center, an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not confirm the reported complaint. Visual inspection of the main circuit board revealed a super capacitor leak. The main circuit board was replaced as a precautionary measure. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).

Event description:
During evaluation by an authorized resmed third party service center, an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.